Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated apparent explant damage. The analyst noted that visual inspection found the lead was returned with the helix fully extended with tissue on it, and lead body was extrinsically damaged. No insulation breached or conductor fracture in-vivo was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds after the patient underwent an atrial flutter ablation procedure. Reprogramming occurred. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.